Event description:
The lay user/reporter called lifescan (lfs) in may 2006, and alleged that her meter was reading inaccurately high. The medical affairs specialist spoke to the patient's mother three days later and obtained and verified the following information. She stated that she was short for time and was unable to answer all of the questions.the patient tested her blood glucose in the morning of may 2006 and obtained a result of 78 mg/dl. She took her set amount of insulin (the reporter was unwilling to provide the type or amount of insulin). While at school, the patient began experiencing symptoms; according to the reporter she was "acting weird". The patient tested on her meter and obtained a result of 58 mg/dl. She retested and obtained a result of 70 mg/dl. At approximately 9:00am the paramedics were called and the patient was taken to the hospital. The actual result from the hospital was not reported, however, the physician told her that the patient's meter was reading 50 points higher than the hospital meter. The patient was treated with IV glucose. She was sent home later in the day. The testing technique was correct and the technique for cleaning the puncture site was correct. The patient did not have control solution to troubleshoot. This complaint is being reported, as the patient may have taken insulin based on the meter result and the patient's meter appeared to be reading higher than the hospital meter. She subsequently required medical intervention for hypoglycemia; although it dos not fall within the comparison parameters of a less than 30-minute time frame. A replacement meter has been sent.